Event description:
It was reported that there was high impedance greater than 2000 ohms. The patient's wife further reported that the lead "cracked". The patient's wife further reported that she understood from the doctor that the lead was "rusty". The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.